Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va09wn5, implanted: (B)(6) 2013, explanted: (B)(6) 2013: product type lead; product ID 3389s-40, lot# va09wn5, implanted: (B)(6) 2013, explanted: (B)(6) 2013: product type lead; product ID neu_cable/tlock, lot# unknown: product type screening device; product ID neu_stimboot_acc: product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient¿s device was implanted last week and impedances read normal. The patient had not been programmed yet.

Event description:
It was reported during procedure, there was no response from the patient when the first lead used. It was noted all impedances were fine except ¿2 and 3 show 34 ohms.¿ it was stated the ¿twistlock cable¿ was switched out and 34 ohms was continued to be seen on 2 and 3. Reportedly, the first and second leads were replaced with a third lead which ¿worked beautifully.¿ it was stated the depth stop gauge was applied too forcefully on the first and second leads. It was also noted the first and second leads that showed a short circuit were explanted and mailed in. Further clarification stated the first lead tested had ¿no response and bad impedances¿ and the second lead tested (during the same procedure) had ¿response but bad impedances.¿ reportedly, the only difference between the first and second lead procedure from the third was the person who put on the ¿depth stop.¿ [omitted information from related (B)(4) lead cap issues] it was reported the impedance tests were done with the external neurostimulator (ens). It was stated the ens was connected to the ¿twistlock¿ and revealed shorts. It was noted they tried to disconnect and reconnect; however, shorts were still present. Reportedly, an out of range resulted from three of the combinations and they were all low. It was stated the patient planned to get her implantable neurostimulator (ins) implanted in two weeks and the leads were shipped back to the manufacturer. It was stated ¿macrostim with implanted lead = no side effects in patient.¿ no additional information.

Manufacturer narrative:
Final analysis of the boot found no anomalies. Final analysis of lead #1 found no anomalies. All electrode pairs were within normal range for the impedance and saline tests. Final analysis of lead #2 found no anomalies. All electrode pairs were within normal range for the impedance and saline tests.

Manufacturer narrative:
Concomitant medical products: product type: accessory. Product ID neu_stylet_acc, product type: accessory. Product ID neu_stylet_acc, product type: accessory. Further analysis of both stylet wires found that stylet wire parylene coating was damaged at the depth stop site.

Manufacturer narrative:
Analysis of the stim lead ((B)(4)) found that the lead body conductor had a short between circuits (overstress/damaged) at the depth stop site and the proximal end conductor had a short between circuits (dry conditions) at the conductor crossover. It was noted that there was a depth stop impression on the outer insulation and breached parylene coating of the tungsten stylet. It was noted that it was rotated 90 degrees. It was also noted that there was a cross-over near the weld site of the #0 connector. Analysis of the other stim lead ((B)(4)) found that the lead body conductor had a short between circuits (overstress/damaged) at the depth stop site. It was noted that there was a depth stop impression on the outer insulation and on the parylene coating of the tungsten stylet. It was noted that the spacing visual was acceptable on both ends of both leads and that a functional tests of both leads showed no shorts (dry). Analysis of the stim boot found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.